Manufacturer narrative:
The device was rejected at the surgery due to unsuccessful insertion of the electrode lead. Aside from damage sustained during attempted implantation, no other anomalies were identified with the returned device. This report is submitted september 6, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68796 device analysis report.pdf]

Event description:
Per the patient's surgeon, it was reported that during attempted initial insertion of the electrode array, the surgeon experienced resistance and the insertion was unsuccessful. Subsequently, the surgeon attempted to reload the sheath; however, in doing so, the stopper portion of the sheath became detached. The surgeon discarded the implanted and successfully implanted the patient with the back-up cochlear device. There was no report of patient injury associated with this event.